Event description:
It was reported that the ilet user experienced a low blood glucose of approximately 50 mg/dl after announcing a meal about one hour postprandially, which led to insulin stacking. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment with oral glucose in the form of orange juice, without hospitalization. Investigation included review of the event history and user education on proper meal announcement timing. Investigation of this case revealed that the event was attributable to user delay in meal announcement outside the recommended 30-minute window, resulting in excess insulin delivery consistent with insulin stacking, with no device malfunction identified. It was concluded that the cause was user-related use error due to delayed meal announcement.